Event description:
It was reported the patient is experiencing pain as well as a burning sensation at his scs ipg site while his system is on. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
(B)(4). Correction number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified surgical intervention took place in (B)(6) 2015, at which time the patient's system was explanted and replaced with a competitor system. The exact date of explant is unknown to the manufacturer at this time. The patient's issue has reportedly resolved. Exact date of explant is unknown.